Manufacturer narrative:
On site investigation by a spacelabs field service engineer confirmed that the involved devices performed to specifications when checked with an approved simulator. The customer provided patient retrospective database was reviewed by a spacelabs lead software engineer. The database review confirmed the presence of the reported high rate alarm events. The ECG beat morphology for these high rate alarm events was further analyzed. When ECG monitoring is initiated by attaching an ECG cable/lead wires to a patient, the monitor automatically initiates a ¿learn¿ sequence. During the ¿learn¿ sequence, the monitor learns the patient¿s rate and dominant beat morphology. Rate and arrhythmia alarms are independently enabled as soon as the associated ¿learn¿ sequence has completed. In this case, the ¿learn¿ sequence for rate had completed, but not the ¿learn¿ sequence for dominant beat morphology when the first vrun occurred. As the intrinsic rate of the vrun exceeded the high rate alarm limit, high rate alarms during the ventricular episodes were appropriately initiated. A key aspect of the ¿learn¿ sequence is the identification of the patient¿s dominant morphology (i.e., normal sinus morphology). The first non-premature beat that occurs ten times is established as the dominant morphology. The dominant morphology is used as the basis for classification of subsequent beats as either normal or ventricular beats. In this case, the viable candidates for the dominant morphology were the infrequent sinus beats (as paced detection was not enabled by the user) and the first ventricular beat in each run episode (as it was not premature). All other beats were excluded due to prematurity. With perfect beat detection and classification, the candidate beat pool should have included an equal number of sinus beats and ventricular beats. However, the t-wave of the last beat in two of the ventricular runs was detected as an additional beat. This caused the subsequent sinus beat to be falsely classified as premature, which excluded two of the sinus beats from the candidate beat pool. When the ¿learn¿ sequence ended, the count of the ventricular beats exceeded the count of the sinus beats. This resulted in the ventricular morphology being ¿learned¿ as the dominant morphology and incorrect classification of the patient¿s ventricular episodes; thus the vrun alarm criteria was not met. Spacelabs algorithms are extensively tested and verified against standardized annotated test databases in addition to monitoring ongoing performance in the field. Spacelabs meets or exceeds a target of no more than 0.001% false negatives. This investigation is considered complete and the issue closed.

Event description:
Spacelabs received a report that on (B)(6) 2016 at 1018 a.m. A patient, monitored with command module model 91496 and qube bedside monitor model 91390, experienced several episodes of vrun (ventricular tachycardia) which generated a yellow high rate alarm instead of a high priority vrun alarm with printout. No injury was reported as a result of this event.